Event description:
Zimmer nex gen complete knee surface, (cr) polyethylene, was unable to be implanted due to a defect. It was removed from the field and another component from the same company was used without further problems. There was no harm to the patient.a zimmer sales representative was in the or at the time of the issue.